Manufacturer narrative:
Date of event, implant date: estimated based on the information received. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, decreased/impaired vision and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented with hyphema associated with iop increase and vision decrease postoperatively. The surgeon described the hyphema as ¿bona fide hyphema, visible at slit lamp without gonioscopy¿. Also, there was layering of blood on the corneal endothelium and anterior iol surface. At the most recent visit, there was heme on the anterior surface of the iol in the visual axis, which the surgeon suspects to be a contributing factor for vision decrease. The surgeon also suspects that iop increase was possibly due to ghost cell glaucoma from hyphema resolution. Additional information has been requested.